Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to patient injury previously. Device issue: separated guide wire. It was reported that the guide wire separated during use inside the guiding catheter. It was removed from the patient's anatomy when the guiding catheter was removed. Reportedly, there were no patient effects. No additional event or patient information is available.